Manufacturer narrative:
E2 = no. E3 = non-health professional. The device was visually inspected, and functional testing was performed. The results of the investigation found and confirmed the following visual abnormality: connector cracks and discoloration of the electrical contacts at the video connector. Therefore, it was determined that the device did not meet the specifications. There is no repair history that may have contributed to the actual device's defective phenomenon, and it is determined that the defects were not caused by the repair. Based on the results of the investigation, no nonconformities were found, and a definitive root cause cannot be identified. DHR review of the actual device was conducted and found no problems. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited connector cracks and discoloration of the electrical contacts. There was no patient involvement.